Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C95081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), bladder disorder ("bladder problems"), tooth fracture ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems") and photophobia ("light sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, bladder disorder, tooth fracture, dysmenorrhoea, fatigue, alopecia and migraine had not resolved and the headache, vision blurred and photophobia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, photophobia, tooth fracture and vision blurred to be related to essure. The reporter commented: she sought medical attention for her symptoms from healthcare providers in the emergency department, and she still suffers from the mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Events headaches, blurry vision, light sensitivity & tooth fracture were added. Historical & concomitant conditions drugs were updated. Lot number,product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C95081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), bladder disorder ("bladder problems"), tooth fracture ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems") and photophobia ("light sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, bladder disorder, tooth fracture, dysmenorrhoea, fatigue, alopecia and migraine had not resolved and the headache, vision blurred and photophobia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, photophobia, tooth fracture and vision blurred to be related to essure. The reporter commented: she sought medical attention for her symptoms from healthcare providers in the emergency department, and she still suffers from the mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C95081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. CT abdomen pelvis with contrast. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal bleeding, uterine bleeding, squamous cell metaplasia, cervix inflammation, lower abdominal pain, fever, postoperative hematoma and intra-abdominal fluid collection. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), bladder disorder ("bladder problems"), tooth fracture ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems") and photophobia ("light sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, bladder disorder, tooth fracture, dysmenorrhoea, fatigue, alopecia, migraine, headache, vision blurred and photophobia had resolved. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, photophobia, tooth fracture and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: her demographic was updated. She had recovered from all the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.